Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was shooting out sparks. The monitor was damaged as per the patient and not willing to plug the monitor back in. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.